Event description:
It was reported that a patient experienced peritonitis during a study coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was reported that the patient was administered prophylactic cefazolin (dose, route and frequency not reported) during the study as a co-suspect. On an unknown date during the study, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not known if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Date of event: the exact date was not provided; it was reported the study was conducted from 01/01/2001 to 12/31/2010. Hsieh, yao-peng; chang, chia-chu; wen, yao-ko; chiu, ping-fang; yang, yu, "predictors of peritonitis and the impact of peritonitis on clinical outcomes of continuous ambulatory peritoneal dialysis patients in taiwan ¿ 10 years¿ experience in a single center." Peritoneal dialysis international. 34(2014): 85-94. Should additional relevant information become available, a supplemental report will be submitted.